Event description:
The customer initially complained of an ise voltage level error. The customer stated that the ise indirect na, k, cl for gen.2 results for multiple patients from a cobas 8000 cobas ise module (double) had discrepant results. From the data provided, 22 had a reportable malfunction for chloride, 37 had a reportable malfunction for potassium, and 43 had a reportable malfunction for sodium. Refer to the attachment for all the patient data. Discrepant results are highlighted. There were no erroneous results reported outside of the laboratory. The customer deemed the repeat results to be correct. There was no adverse event the sodium, potassium, and chloride electrode lots were requested but were not provided. The field engineering specialist found an issue with the vacuum valves. He replaced 3 different faulty valves. He verified the performance of the instrument. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist also removed the acrylic blocks and cleaned the entire flow path. He noted crystallization inside and around the white fitting after the pinch valve. The investigation did not identify a product problem. The cause of the event could not be determined. There have been no further issues following the service visit.